Event description:
It was reported that the l161aor intraocular lens was explanted almost six years after original surgery due to opacification. Another lens of the same model was implanted. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned to b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.